Event description:
Pt admitted to hospital for removal of bilateral breast implants secondary to rupture. Original breast implants were placed in 1987. Breast implants were double lumen. Both outer saline lumens were ruptured and deflated. Silicone gel was still contained with both shells. No free silicone in wound. MFR unknown. Pt authorized hospital to dispose of breast implants.